Event description:
It was reported that once closed and fired, the instrument laid staples but the cut line was half the length of the staple line. He then changed instruments to the 60mm with a blue load. The surgeon closed the device over the original staple line and could only complete two strokes of the firing handle. Could not close the firing handle for third stroke. The same instrument was reloaded with a blue cartridge with the same results. The surgeon converted to a thoracotomy to complete the procedure.

Manufacturer narrative:
Info anticipated, but unavailble at this time.